Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was a delay between the touch pen and action on the display, and the printer was running slowly. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the overlay was replaced and calibrated, also the hard disk drive was reconfigured and current software was reloaded to address slow printing function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.